Manufacturer narrative:
Correction: suspect medical device, #3 manufacturer name, city, and state was corrected. Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lors d'une chirurgie viscérale, la valve du trocart s'est cassée en intra-abdominal sans avoir forcé dessus. Ceci a engendré une perte de temps pour récupérer et extraire le morceau détaché ainsi que des difficultés de repérage. L'exemplaire défectueux est conservé à la (B)(6) pour expertise. Translation ra-qa: procedure performed: unknown "during a visceral surgery the trocar valve broke in the intra-abdominal without having used force. This resulted in a waste of time to retrieve and extract the detached piece as well as finding the location. The faulty device is kept at the pharmacy for evaluation." Type of intervention: unknown. Patient status: unknown.